Manufacturer narrative:
B3: date of event: (B)(6) 2023 - (B)(6) 2023, event occurrence time frame was provided. Specific date was not provided. D4 lot# & expiration date: not provided h4: manufacture date: not provided h10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to definitively determine the root cause. The instructions for use states, the drape should be applied without tension and should be removed by gently peeling it back at a 180-degree angle from the skin.

Event description:
A nurse reported a 43-year-old female allegedly experienced a 2nd degree skin avulsion localized to the incisional edges with surrounding area erythema, swelling, blisters, skin stripping/skin tear, burning sensation and pain postoperative removal of the 3m¿ steri-drape¿ large isolation drape with ioban¿ 2 incise film and pouch, 6619. It was noted there was an overall delay in wound healing, required pain management and wound care treatment, described as various wound therapy based on referral to occupational therapy and physical therapy for wound monitoring. No medical treatment was required to prevent death or serious injury. The patient healed within 90 days with no permanent loss, and no known risk for permanent or functional impairment, no life-threatening conditions and did not require hospitalization. It was confirmed there was no difficulty removing the 3m¿ steri-drape¿ large isolation drape with ioban¿ 2 incise film and pouch, 6619, and no other products were used to aid with removal of the 3m product.